Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: complex fractures of the distal radius. European journal of trauma, volume 4, pp. 199-207. (2003). This report is for an unknown external fixator. Unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: rikli, d.a., rosenkranz, j., regazzoni, p. (2003) complex fractures of the distal radius. European journal of trauma, volume 4, pp. 199-207. (B)(4). The purpose of the study was to analyze the outcome of treatment of complex distal radius fractures using a combination of external fixation, plates, screw, k-wires, bone graft, and ligament repair. The study was conducted between january 1998 and december 2000 and included 17 patients (5 female and 12 male) with an age range of 23-71 (mean age of 47.3 years). The following complications were reported: two cases of hypesthesia of the superficial branch of the radial nerve after insertion of external fixation. Three cases showing clinical signs of mild algodystrophy. This is report 3 of 3 for (B)(4). This report is for unknown external fixation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.